Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the reason for the removal was that the battery was rejected by their body. The patient also clarified that they had back pain and not neck pain.

Manufacturer narrative:
(B)(4).

Event description:
The patient requested information regarding MRI compatibility guidelines. The procedure was due to a problem with the device or therapy. The patient's neck was giving severe neck pain. The implant was removed but they still had the leads and paddle. Other relevant medical history includes post-laminectomy pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jul-27. The patient stated that the implantable neurostimulator (ins) was taken out because they have had lupus since 1997 which is a pre-existing condition and their body rejected the implant so it was coming out on its own. The ins was removed but the leads were left in. No further complications were reported/are anticipated.